Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. A review of the lot history records was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported on (B)(6) 2013, a patient of unknown age and gender presented for an endovenous laser procedure. When removing the device from the sterile packaging, it was noted the fiber had fractured. The reported disposable device was set aside and a new of the same device was used to successfully complete the procedure. There was no report of harm or injury to the patient due to this event. It was reported the disposable device will not be returned for evaluation by the manufacturer as it was disposed of by the user.